Event description:
Device 2of 2. Reference MFR report: 1627487-2012-11601 it was reported the pt was hospitalized due to an epidural abscess. The pt was referred to a surgeon. Follow up identified the pt had undergone a trial procedure and had effective pain relief during the trial. The leads had been explanted as planned. Follow up regarding the pt status found the abscess had been debrided and cultured, and the p was treated with oral and IV antibiotics. The pt had been moved to a step down unit at the hospital, and it was reported the pt was well.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.